Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The device was advanced to the desired position along ultrasound endoscope. Operator's first attempt to collect target lesion when the feeling of handle and sheath detached was detected.

Event description:
The device was advanced to the desired position along ultrasound endoscope. Operator's first attempt to collect target lesion when the feeling of handle and sheath detached was detected.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Lab evaluation : 1 x echo-19 from lot number c1356099 was returned to (B)(4) for evaluation. Upon evaluation of the returned device the following was noted: the device was returned in its original packaging. The syringe was returned and the stylet was in place. The stylet came out with ease. There was no issues with the luer or the thumbscrew. The broken part of the needle measures approximately 32.6cm in the handle section. The proximal break measures approximately 140cm. The needle tip is in tact and no damage noted. The customer complaint is considered to be confirmed as the needle was broken below the sheath extender. A possible cause of this complaint is that the needle became extremely bent/kinked below the sheath extender during use, which in turn resulted in needle breakage. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-19 from lot# c1356099 did not reveal any discrepancies which could have contributed to this failure. There is no evidence to suggest that this issue effects the entire lot # c1356099 upon review of complaints this failure mode has not occurred previously with this lot # c1356099. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.